Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. In addition, the patient's comorbidities, such as chronic renal insufficiency, likely contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a bioprosthetic aortic valve, implanted for six (6) years, underwent a valve-in-valve procedure due to severe aortic stenosis. The tavr procedure was performed with an edwards transcatheter heart valve. Post valve implantation and prosthetic balloon aortic valvuloplasty, aortography showed no significant valvular or perivalvular insufficiency. Post procedure, the patient was transferred to the recovery room in good condition. The patient was discharged on pod #1 in stable condition.